Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer had blood glucose level 326 mg/dl at the time of incident and current blood glucose level was 161 mg/dl. The customer had high blood glucose level which was bought down with insulin pen. The customer reported that the insulin pump was not working and was not dripping as it supposed too. The customer was alleging insulin pump was under delivering because the customer had high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The insulin pump will not be returned for analysis.